Event description:
Reporter alleged being unable to read the info on the vial of test strips with the glucose monitoring device. Reporter stated there is a "glob" that will not allow her to view the label. Reporter stated previous to the test strip discovery, going to the dr and obtaining a meter to meter comparison due to high results on the device. Reporter stated a family member took her to the hosp and treament was not provided. Reporter indicated no controls were used. A request was made for the return of the suspect device and replacement product was sent.